Event description:
Revision of an equinoxe glenoid component approximately three years post operatively. The reason for the revision was not reported.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. This event occurred outside of the us, in france, and was discovered through post market surveillance activities.